Manufacturer narrative:
Additional information in h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags were leaking. A healthcare professional (hcp) was performed a peritoneal equilibration test (pet) with a patient utilizing the effluent sample bag. The hcp was re-instilling the sample when they noted solution drops leaking from the bag at the seal that encases the effluent sample bag line and the medication port. The customer attempted the process with another effluent sample bag; however, the leaks were observed with the second device as well. The patient was administered prophylactic antibiotics (cefazolin intraperitoneally). There was no patient injury or medical intervention associated with this event. No additional information is available.